Event description:
An epidural was placed at [date redacted]. The next day the epidural catheter was removed and replaced due to leaking. The catheter had come out of the yellow "alligator clip" clips onto the end of the catheter. Md replaced the epidural. He said that the catheter shouldn't have been able to come out easily from that clip. Manufacturer response for epidural anesthesia kit, (B)(6) (per site reporter). Emailed - no response yet.